Event description:
Caller reported a cartridge alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump with updated software to be sent to the customer, who would use mdi as backup therapy, and provided instructions for returning the problematic pump. Training would be available in the customer¿s tandem source account.